Manufacturer narrative:
The investigation is based on the log file of the affected device. The log file analysis confirms a failure of the device. According to the log file entries, the affected device was turned on in battery operation mode at 10:51 a.m. On the day of the event and ventilation was started shortly thereafter. At 10:56, a medium-priority battery alarm was issued, immediately followed by the issuance of the high-priority battery alarm. Battery status (charge level and capacity) prior to the reported event is unknown. According to the user, the internal battery was used in intra-hospital transport. The battery types used in the savina 300 for the internal battery are particularly well suited for use as a backup battery. The instructions for use indicate that the external battery option serves as a power supply during patient transport. Due to the reported use of the internal battery during intra-hospital transport, increased wear of the internal battery is to be expected. The internal battery runtime of 45 minutes stated in the instructions for use refers to new, fully charged batteries. The aging process of batteries is affected by charge/recharge cycles, temperature, ventilation parameters, storage conditions, and other factors. During the discharge process, the device displays successive battery-related alarm messages with increasing priority. When the battery is fully discharged, the unit shuts down and an audible power failure alarm is generated for at least 2 minutes. In the case of active ventilation, the pneumatic system opens, reducing airway pressure to ambient and allowing the patient to breathe spontaneously. In the present case, the internal battery has already been replaced. No harm to the patient occurred. The number of similar cases due to the same cause is within the expected range of the respective risk assessment and is therefore accepted.

Event description:
It was reported that the device was operated in battery mode and after approximately 10 minutes of battery operation, the device shut down. It was reported that there was no harm to the patient involved.